Manufacturer narrative:
Device model and serial numbers corrected from 3500a which were the replacement devices. The devices on this report are correct. Evaluation summary: outer insulation breached, full lead returned. Transistor, shorting, low resistance. 23apr98-original report indicated idc tested within spec. Add'l analysis found a low resistance short. This is consistent with damage to the ICD due to lead interation.

Event description:
Ni